Event description:
Customer reported that the insulin pump alarmed button error. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to corroded keypad trace. No button error alarm noted. Unable to perform the blood glucose meter test due to button keypad anomaly. The insulin pump has minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.